Event description:
Customer reported obtaining test results of 899 mg/dl and 999 mg/dl while using the advantage system. The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi". No control information provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.